Event description:
Pt developed a full thickness skin injury after a surgical procedure that may have been contributed to the use of a surgical/ operating room light that did not have a uv filter in place at time of surgery. The skytron lights design allows for the light to be operational without the required u/v filter.